Manufacturer narrative:
A sample product was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that approximately 6 weeks after an intraocular lens (iol) was implanted, it was exchanged for another lens of the same model but one diopter stronger power. The reason for the exchange was due to the patient being farsighted after the initial implantation. Additional information was requested.